Event description:
It was reported that after inserting an ultrathane cope nephroureterostomy set into the patient, the user was unable to remove the stiffener. The stiffener only came half-way out. A wire was in place when the stiffener was removed. Access was maintained with the wire and the defective device was then removed in its entirety. A new set was obtained and advanced over the access wire to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
PMA/510(k) #: k171603. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: h6 (annex g). Investigation ¿ evaluation. On 29jun2022, cook medical inc. Received a complaint from a representative at the (B)(6) medical center, (B)(6), az, regarding an ultrathane cope nephroureterostomy catheter (rpn: ult8.5-8.5-24-nucl-b-rh; lot: unknown). It was reported that, upon insertion of the catheter, the physician attempted to remove the flexible stiffener and was only able to remove the stiffener roughly half way out. A wire was in place when the stiffener was removed. Access was maintained with the wire and the defective device was then removed in its entirety. A new set was obtained and advanced over the access wire to successfully complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Since the customer did not provide a lot number, cook medical performed an expanded sales search from 11jun2018 up to 10jun2022 for the reported device. Due to the numerous amount of lots sold to the reporting customer, cook medical reviewed sales records and was unable to identify the complaint lot. As a result, cook medical inc. Was unable to review the device history record. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. Per the IFU, t_nucl_rev5, under the heading precautions: reads, the following: "when inserting a stiffening cannula into the catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of the suture." Based on the information provided, no returned device, and the results of the investigation, it was determined the cause of this event is related to component failure, being defined as component failure without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.